Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/9/2024, it was reported by an arthrex subsidiary employee via email that an ar-3641sp self-punching knotless 2.6 fibertak sutures broke when manipulating the suture relay. The was case was completed using another ar-3641sp self-punching knotless 2.6 fibertak. This was discovered during a procedure on (B)(6) 2024. Additional information received on (B)(6) 2024: this was discovered during an rcr procedure. The sutures and anchor were removed. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.